Event description:
A caller reported receiving a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge and successfully loaded it without needing to switch to a different one. It was noted that the customer had been instructed to remove the pump from its case during the process.